Event description:
It was reported that the tubes are popping off the needle with an unspecified wingset¿ syringe. The following information was provided by the initial reporter: the popping off of the tubes is sporadic. I was notified after it was happening for the last month. If they held the tube in place it would fill up with the sample of blood. The only problem was these tubes would pop off the needle. This was happening at both our campuses and with the same lot number. We have received a different lot this week and it seems to not be happening. With this lot. We still were able to use the tubes.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to tube push off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for tube push off with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with additional information: for OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed and nipro is an OEM manufacturing site. B.5. Describe event or problem: it was reported that the tubes are popping off the needle with an bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: the popping off of the tubes is sporadic. I was notified after it was happening for the last month. If they held the tube in place it would fill up with the sample of blood. The only problem was these tubes would pop off the needle. This was happening at both our campuses and with the same lot number. We have received a different lot this week and it seems to not be happening. With this lot. We still were able to use the tubes. D. 1 medical device type: jka. D.2. Common device name: bd vacutainer® safety-lok¿ blood collection set. D.4 medical device catalog #: 367283. D.4. Medical device lot #: 8l23b1. D.4. Medical device expiration date: 2021-11-30. H.4. Device manufacture date: 2019-01-23. D.4. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the tubes are popping off the needle with an bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: the popping off of the tubes is sporadic. I was notified after it was happening for the last month. If they held the tube in place it would fill up with the sample of blood. The only problem was these tubes would pop off the needle. This was happening at both our campuses and with the same lot number. We have received a different lot this week and it seems to not be happening. With this lot. We still were able to use the tubes.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tubes are popping off the needle with an unspecified wingset¿ syringe. The following information was provided by the initial reporter: the popping off of the tubes is sporadic. I was notified after it was happening for the last month. If they held the tube in place it would fill up with the sample of blood. The only problem was these tubes would pop off the needle. This was happening at both our campuses and with the same lot number. We have received a different lot this week and it seems to not be happening. With this lot. We still were able to use the tubes.